Event description:
It was reported by service report that the scale was not functioning properly, and the power cord's ground prong was loose. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: the wrong label had been put on the module buttons by someone other than a stryker employee and the graphics on it did not line up with the module buttons underneath.